Event description:
It was reported that a customer's t: slim x2 pump battery would not charge, and the pump screen remained dark. Diagnostic attempts, including using different charging cables and wall adapters, were unsuccessful in resolving the issue. There was no adverse impact to the customer's blood glucose level. The customer was advised to replace the pump, and tandem technical support arranged to send a replacement with updated software. Additionally, the customer was instructed on returning the malfunctioning pump and advised to program settings and connect their cgm to the new pump. There was no backup therapy available, so the customer planned to consult their healthcare provider.